Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
General report received of an unspecified number of undocumented incidents of air distal to the devices with no device alarms. On unspecified dates and times, the devices were reported to have air in the tubing set that were "2-3 feet" distal to the device with a collapsed drip chambers and no device alarms. No specific patient information, device programming, or event details were provided. There were no reports of any adverse patient events or delays in therapies critical to the patients while the devices were in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. (B) (4). (B) (4).